Event description:
Related manufacturer report number: 3006705815-2021-06460, 3006705815-2021-06462. It was reported that the patient's leads had migrated and the ipg has flipped sideways in the pocket. It was noted the patient was experiencing pain at the ipg site due to it being flipped. As a result, the patient underwent surgical intervention on (B)(6) 2021 where the patient's leads were repositioned and the ipg was sutured to prevent further movement.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.